Event description:
It was reported that: the pt states that she is on disability and her surgeon doesn't take her (B)(6) so she hasn't seen her surgeon in a long time. The pt says her right foot constantly feels numb and she can't feel her toes. She also states that she has a tingling sensation in her right foot like it is asleep and that the tingling goes up into her leg. The symptoms started about a month ago. The pt is very distraught about the recall and wants to have a revision surgery regardless of the diagnosis . She states that she does not want to wait and monitor the implant until it deteriorates and goes bad even if that is what her doctor suggests. The pt also stated that she has congenital hip dysplasia. The pt stated that she will have difficulty getting medical testing done because many local clinics don't take (B)(6).

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.